Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: ¿ the customer complaint of system error 255-16-275 was confirmed through a review of the photo provided, however no devices or their logs were returned for investigation. ¿ the error code 255-16-275 belongs to error 800.8000 in the pcu operative system. It should be noted that 255-16-275 is not recorded in the device logs, but the error code will be visible on the pcu screen. Additionally, any affected module will display a scrolling message indicating a communication error. ¿ internal and external inspection were not able to be performed as the devices were not returned for investigation ¿ to identify the software issue, the pcu event and error logs will need to be acquired at a minimum if the pcu is not returned. ¿ the issue has been fixed on the released software version 12.3.1. ¿ when a system error occurs, any active infusions will continue as programmed. A system error does not interrupt critical infusions if infusion parameters do not need to be edited. If it is safe to do so, manually stop the infusion in order to reprogram and re-start the infusion. ¿ power down the pcu by pressing the system on key. Restart the device by pressing the system on key. Restart previous infusions and/or monitoring settings. If the system error returns, power down the pcu and replace it immediately. Return the pcu to your biomedical engineering department for troubleshooting and data log retrieval. ¿ a medical device notification dated 12june2017 was distributed to inform customers experiencing a system (error code:255-16-275) with alaris system pc unit model 8015 that can result in interruptions of infusion. ¿ the devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of system error 255-16-275 could not be identified because the requested devices or their associated logs were not provided by the facility.

Event description:
It was reported that the pcu alarmed system error 255-16-275. There was no patient involvement.

Event description:
It was reported that the pcu alarmed system error 255-16-275. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.